Event description:
It was reported that the patient experienced peritonitis, manifested by severe abdominal pain, fever and cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient stated that the abdominal pain began after therapy on the homechoice (hc) device and it remained after the doctor tried to clear their catheter. On the day of the onset of peritonitis, the patient ended up being hospitalized and received treatment which included unspecified intravenous, intraperitoneal, and oral antibiotics (dosage and frequency not reported). After two weeks of hospitalization, the patient was later discharged. At the time of this report, the patient remained on an unspecified oral antibiotic (dose and frequency not reported). During the follow up, the patient reported that they no longer had abdominal pain, fever or cloudy effluent. The patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and is not available at this time. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd895755, gd895029, gd895250 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a follow up medwatch will be submitted. Same patient as (B)(4).